Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during dwell cycle one. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr explained to the hp that they would need to start over with all new supplies. During the follow up, the hp stated that they were continuing their therapy on the hc. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.